Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call for possible under delivery anomaly. Customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 28 mmol/l. Customer¿s current blood glucose is 6 mmol/l mg/dl. The customer was treated with insulin pen. Customer reports they have contacted their healthcare professional regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Reasons why customer alleges insulin pump is under delivering: unstable bgs recently. Customer is not calling back to perform an high pressure test. Customer reported that insulin pump wasn't present at time of scan. Customer performed displacement test and it was passed. The insulin pump will not be returned for analysis.